Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated her implant is very uncomfortable as well since she had it put in. The patient will be leaving for (B)(6) in (B)(6) 2020 and needs it removed before then. The patient was very upset when she called in. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated she has had issues with her ins/therapy not helping her pain since being implanted ((B)(6) 2018). The patient stated she did have manufacturer representatives (rep) come out and they tried to program it, but nothing worked. The patient stated she had to have her stimulation so high in order to be effective that it was causing vibration in her legs. The patient is having a lot of discomfort at the ins site. The patient reported feeling a burning, achy feeling and general discomfort since their implant. The patient would like to have the ins taken out, but the patient cannot find a doctor. The patient was redirected to follow up with a healthcare provider (hcp) and was sent a hcp list. No further complications were reported. No additional patient symptoms were reported.